Event description:
Healthcare professional reported "Biocell implants with large >100cc seromas that have been aspirated but keep recurring", "No formal diagnosis of ALCL has been made yet but it is quite suspicious", "metastatic lung cancer that is stable" and "textured to smooth implant exchange". The event of metastatic lung cancer is not related to the device. Histopathological markers CD30+ and ALK- have not been received. This record is for the left side. The device remains implanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿The events of Seroma and Lymphoma ALCL suspected are physiological complications and analysis of the device generally does not assist Allergan in determining a probable cause for these events.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: "Biocell implants with large >100cc seromas that have been aspirated but keep recurring", "No formal diagnosis of ALCL has been made yet but it is quite suspicious", "metastatic lung cancer that is stable" and "textured to smooth implant exchange".